Event description:
There have been multiple complaints about onestep zoll pads failing self tests. After inspecting these pads, the packaging was very "distressed". As we found out, these pads are being folded, squished and otherwise manhandled before being shoved into pyxis machine bins. There is a small gauge wire attached to each pad that is apparently very fragile and this bending / creasing and rough handling is fracturing these wires. In the best-case scenario, the wire is sufficiently severed that the defibrillator will fail the automated self-test and alert the user via bold messaging on the display and a red x on the ready for use (rfu) display. In the worst case, the wire fractures but will have enough contact to pass the self-test and appear to be good, up until when the pad is flexed such as when applying the pad to a patient, at which time the defibrillator will flash the message and audibly announce alarm "check pads" with a "poor connection" error message. Obviously, this would create a potentially disastrous delay in resuscitation efforts. A similar condition was noted on the second set of pads reported to have the same problem (although nowhere near as mangled). Additionally, we were able to create / duplicate this situation on a new set of pads. Pads have no warning not to bent it.